Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2014. Revision of right shoulder components due to infection. This event report was received through clinical data collection activities.

Manufacturer narrative:
Conclusion code: all patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The event of infection is greater than 3 months postop and it is highly unlikely to be related to the surgical procedure or devices. The most likely cause of the reported event is related to the underlying patient condition. This device is for treatment, not diagnosis.

Event description:
Reported on (B)(6) 2017 that the patient is doing well and the antibiotic spacer remains in place. Associated mfrs: 1038671-2017-00164, 1038671-2017-00165, 1038671-2017-00166, 1038671-2017-00167, 1038671-2017-00168, 1038671-2017-00169, 1038671-2017-00170, and 1038671-2017-00171.